Event description:
Additional information from the manufacturers&#38930;epresentative reported the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 3537, product type: programmer, patient. Product ID neu_ unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that during an advanced evaluation trial, a patient got something hooked up on a doorknob and pulled out the extension. The extension was "kind of sheared" and severed and the patient's doctor set up an outpatient procedure for her on (B)(6) 2015. The lead seemed to be intact and was interrogated with a new external neurostimulator (ens). The patient's bellows, greater flection, and greater toe flection were confirmed. Upon looking at the previous x-ray compared to c-arm imaging done on (B)(6) 2015, they looked very similar. The doctor felt comfortable and wanted to leave the lead considering the patient's responses. They proceeded to hook up extension wires and continued with the advanced evaluation trial. No product information or patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.